Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination noted that the device was returned within its packaging tray inside its box packaging. The inner and outer pouch packaging were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a procedure, a packaging issue occurred. It was noticed that while unpacking the (B)(4) dilatation catheter, the sterile packaging pouch was compromised. The device was never used in the procedure and never entered the patient's body. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during preparation of a procedure, a packaging issue occurred. It was noticed that while unpacking the ut sds/8-2/5.3/135 dilatation catheter, the sterile packaging pouch was compromised. The device was never used in the procedure and never entered the patient's body. There were no patient complications reported and the patient's status is ok.